Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 6.202 mg/day) via an implantable infusion pump. It was reported that the patient experienced sudden withdrawal symptoms and was treated at a local hospital for acute morphine withdrawal. Within a few hours the patient started feeling better and was discharged. The pump was interrogated later that day and no abnormalities were found. The patient was given a single bolus dose as a diagnostic tool and it took 3 hours for the patient to feel the effects. It was noted that the patient felt like he either receives too much or too little medication from his pump; no discrepancy between expected and actual residual volumes were found. There were no external factors found to be related to this complaint. The hcp suspects a catheter issue. A magnetic resonance imaging (MRI) was planned and if it does not reveal any significant finding a indium dye study would be performed. No further complications have been reported as a result of this event.